Manufacturer narrative:
(B)(6). Investigation conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control, all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The customer alleges a potential false negative consult diagnostics hcg dipstick pregnancy test on three (3) patients. The customer only provided information on one (1) of the patients as follows: on (B)(6) 2015, a (B)(6) female patient presented at 11:40 am and tested negative on the consult diagnostics hcg dipstick. The serum quantitative hcg result was 97.7 miu/ml. The patient's last menstrual period was (B)(6) 2015. There was no reported adverse patient sequela. Though requested, there was no additional information provided on this patient or the other two (2) patients.